Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found autofill failures in history. The fse also observed that the helium regulator was slow gaining pressure and unable to calibrate. So, in order to fix the issue, the fse replaced the helium reservoir assembly. The unit passed all calibration, functional and safety tests performed. The unit was returned to the customer and cleared for clinical use. The failure analysis and testing department received the following parts associated with this complaint: pn: 0997-00-0565 sn: hr273761c8 helium reservoir. This part was received with a reported unit failure message of cannot adjust helium calibration. Performed visual inspection of this part received and part looks to be in good condition. Installed the helium reservoir into the cardiosave test fixture sn ca204340l1 and tested to the factory specifications per pn 0002-07-d016 revision e and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department could not verify the failure of adjusting helium reservoir calibration. Helium reservoir assy, passed testing. Retaining helium reservoir in the fat dept. As per procedure 0002-07-d008 rev ap.

Event description:
It was reported that an intra-aortic balloon (iab) was being inserted to assist with weaning the patient from bypass following a valve procedure. During therapy, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure alarm and the iab would not inflate. A new iab was inserted but the same issue occurred. At the time of attempting to initiate therapy, it was noted that the patient had adequate electrocardiogram (EKG) signal to the iabp and fluid-filled transducer was set up. There were not any significant issues with insertion. They did not perform a manual fill at the time of initiation for either iab and they did not attempt to use another iabp. However, the technician did separate the second catheter from the helium tubing and felt helium flowing out of the helium extender tubing. It was also noted that when the second iab was removed, there was dried blood observed on the catheter and when inflation was attempted it was somewhat stuck together. Following the failure to initiate iab support, the patient was then placed on extracorporeal life support (ecls) and taken from the operating room (or) for a short period of time. Bleeding was suspected as the patient decompensated. The patient was then brought back to the or, placed on bypass again, and the procedure was repeated/escalated to total replacement of the valve in question. Bleeding was confirmed, at that time, and the necessity to redo the procedure. The physician decided not to place patient on ecls again, or attempt another iab. The patient was scheduled to be transferred to another facility, but the tertiary care facility would not accept the patient since they were not on ecls support. Patient was then transferred to the ICU where they expired shortly after. This report is for the iabp used in this event. Separate reports are being submitted for the iab catheters used. Ref mfg reports 2248146-2023-00550 & 2248146-2023-00551.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit could not inflate. Patient expired.